Event description:
It was reported that customer experienced pixel problem on pump display that made pump screen difficult to read and affected ability to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while technical support arranged replacement pump, confirmed shipping details, and instructed customer to place old pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid label within specified timeframe, which customer understood and acknowledged.